Event description:
During evaluation of a returned homechoice device, a high drain error 103 (night drain #3) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 09:06:41. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This is an ancillary service event. The high drain error 103 alarm was identified in the event history log review. The cause of the alarm could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.